Event description:
The biomedical engineer (bme) reported that the multiple patient receiver (org) was in signal loss at the central nurse's station for two telemetry transmitters. The customer later called back stating that they tested the device in their shop and could not duplicate the issue. They also had an org upgrade planned for the following week. No patient harm reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the multiple patient receiver (org) was in signal loss at the central nurse's station for two telemetry transmitters. The customer later called back stating that they tested the device in their shop and could not duplicate the issue. No patient harm was reported. Investigation summary: as the org contains eight receiver cards that receive signals from eight different transmitters, should the receiver cards become unseated from the main board or should either or both components fail, signal loss would occur. Component failure with zm transmitters and the org can occur has a result of physical damage or fluid intrusion to the unit. Physical damage can occur because of hard, sudden impacts with other surfaces or objects. Physical damage can both cause damage to the case of the device as well as the components within it. Should no physical damage be observed or reported, component failure can occur because of wear and tear as the device ages. The customer reported that they were no longer having signal loss issues with the org in questions. They did not provide additional details regarding the resolution. As such, a root cause cannot be determined. As the customer was able to resolve the issue without the need of nk assistance, it is likely that the issue was not occurring as a result of an nk device malfunction. Other possible root causes for the signal loss are low transmitter battery level or signal interference.

Event description:
The biomedical engineer (bsm) reported that the multiple patient receiver (org) was in signal loss. The unit was in use with 2 patients being monitored on telemetry transmitters which were then monitored on the central nurse's station, but they were moved to a different org so that they can be monitored prior to troubleshooting the issue with this org. No data was lost. Real time data was down for 5-10 minutes. The customer called back and stated that they are not returning the unit in for repair as they tested the device in their shop and have not had any issues; also, they have someone from nihon kohden coming into the hospital next week for an org upgrade. No patient harm reported.

Manufacturer narrative:
The biomedical engineer (bsm) reported that the multiple patient receiver (org) was in signal loss. The unit was in use with 2 patients being monitored on telemetry transmitters which were then monitored on the central nurse's station, but they were moved to a different org so that they can be monitored prior to troubleshooting the issue with this org. No data was lost. Real time data was down for 5-10 minutes. The customer called back and stated that they are not returning the unit in for repair as they tested the device in their shop and have not had any issues; also, they have someone from nihon kohden coming into the hospital next week for an org upgrade. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Central nurse's station: model: cns-6201a, sn: (B)(4).